Manufacturer narrative:
The returned screw was examined under magnification. The screw exhibits some damage along tapered portion of the threads. This most likely occurred when the screw was being removed.

Event description:
A microscrew was implanted in the scaphoid. Post operatively, the screw advanced through the scaphoid, into the joint. The screw was explanted.